Event description:
Ous MDR - after an unk implantation time, inappropriate shock deliveries were reported. The implant data was not made available. The device was explanted and there were no other adverse pt effects reported.

Manufacturer narrative:
Ous MDR.